Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A global safety manager reported coming across information regarding a surgeon that was removing glaucoma filtration devices from patient's eyes. Additional information has been requested.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because sufficient clinical data was not received and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined. Additional information provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).